Manufacturer narrative:
One tracheostomy was returned for evaluation. Visual inspection of the device found it to have a black substance inside the top portion of the inflation balloon, and it was noted the inflation valve was not extending outside the balloon. There did not appear to be any black substance inside the inflation line or under the cuff. The inflation valve was removed from inside the balloon and it was determined to be severely damaged. It appeared to have been melted / burned (reference pictures). The black substance was likely a reaction to whatever was introduced to the inflation value, which caused it to disintegrate. The instruction for use provided with the product states to use sterile water to inflate the device. It also provides options for reprocessing. Due to the limited details provided by the complainant, no conclusions can be made to the probable cause of the inflation valve's destruction. The problem source has been determined to be user interface however, as the reported customer complaint has been confirmed.

Manufacturer narrative:
Other health care professional : rt. Catalog : possible item number contains -670.

Event description:
Information was received that a smiths medical bivona tracheostomy tube was in use with a patient. While in use, it was discovered that mildew was forming in "the cuff port where the pilot balloon is". Subsequently, a tube change out was required. There were no adverse patient effects.